Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site. The fse evaluated the iabp unit and completed system check with full calibration. However, the fse removed and replaced the batteries as required due to batteries were failing the run time test. The iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the battery life of the cs300 intra-aortic balloon pump (iabp) was insufficient. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.